Event description:
An altitude alarm was declared by the pump. There was no adverse impact to the customer's blood glucose level. Although the customer initially declined to clean the speaker holes as instructed and was unable to resume insulin after reconnecting the current cartridge, they plan to load a new cartridge at a later time. Technical support provided tips for preventing altitude alarms, which the customer understood and acknowledged.